Event description:
It was reported "the patient was implanted with a PICC catheter under the guidance of b-ultrasound on (B)(6) 2022. During the operation, starting from (B)(6) 2023, a small amount of sealing fluid was found at the puncture site during the sealing process, but chemotherapy could be carried out normally. In february, the exudation was more obvious than before. On february 14, 2023, the catheter was extubated in advance, and it was found that there was a little damage about 20cm at the front end of the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.